Event description:
It was reported a customer¿s c10-3v transducer lens had broken and exposed internal metal. This transducer was associated with an epiq 5g ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was replaced to resolve the customer¿s immediate concerns. The transducer was evaluated, and it was concluded that the lens wear is indicative of a cleaning/sterilization method that is causing progressive erosion of the lens material until the metal is exposed.